Event description:
It was reported that the ilet pump¿s display screen was cracked and only partially usable, and a replacement unit was arranged for overnight shipment while the patient planned to return the original device. Investigation of this case revealed that damage was user-reported with an unknown cause and no evidence of systemic malfunction. Further investigation included customer interview and device history review, with return evaluation pending. There was no user reported symptoms and no injury sustained during the event. Outcomes included no medical intervention. It was concluded that the event was consistent with physical damage to the display component, with no clinical impact reported and no device data transfer to the replacement unit.